Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed). The return sample evaluation was completed; there were no evidence to what caused the consumer to receive burns and blister. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports ¿he's burnt, got blisters". The cause of the burn and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. No lot-specific trend was identified. No expedite trend was identified. Expedite trend assessment and rationale: this is not an expedited complaint. Site sample status was received at the site on 09aug2019. Return sample evaluation: one wrap - wrap is inside sealed pouch. Opened pouch to inspect wrap - no obvious defects. One pouch - lot & expiry date has been cut off pouch - not returned. Pouch is sealed - no obvious defects.

Event description:
Event verbatim [preferred term]. Read the usage instructions on thermacare before he used the product/ not check his skin under the product while wearing thermacare [intentional device misuse], he's burnt, got blisters from the heat cells of the product/burning sensation [burns second degree], scar [scar], rash [rash], , narrative: this is a spontaneous report from a contactable consumer reported for himself and a contactable physician. A 73-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number: t81952, expiration date: nov2020, from 09apr2019 for the first time for approximately less than 6 hours for stiff side and muscle strain. Medical history included heart and kidney disorder, heart disease, ongoing diabetes. The patient was currently under the care of a physician for heart and kidney. The patient classified his skin tone as medium (neither light nor dark), he did not have sensitive skin and did not have any abnormal skin condition. There were no concomitant medications. The patient had not previously used thermcare and had not previously used other heat product for pain relief. The patient reported on thermacare heatwraps, for deep penetrating heat. The patient remarked he's burnt, got blisters from the heat cells of the product on (B)(6) 2019. He put neosporin on the blisters. The patient did not engage in exercise while using the product; he read the usage instructions on thermacare before he used the product, but he did not check his skin under the product while wearing thermacare, he checked upon removal. The patient experienced burning sensation on (B)(6) 2019. The problems were not resolved, scar and pain remained in 2019. There was a picture. It showed the red blisters of the burned place on the patient's body. There were 2 major blisters and several small ones. The patient consulted a healthcare professional for the problems. The patient was given sauve/prescription as treatment. He remarked he didn't know anything about this until he saw it online; clarified that the product had burnt people. He remarked product was a 2 packs, he still had 1 unopened package. He stated that expiration date stated 2020/11 9/12, he guessed 09nov2020. He read lot number t819, looked like 5, then number 2. The color of the box he purchased was red box; (doller sign) scabod. Packaging was sealed and intact. Products were still in box. Device was available for evaluation. He had 1 unopened heatwrap remaining. A physician reported that he/she had saw patient only once for the rash that developed, the physician also stated the patient provided information to him/her regarding the reported adverse events with the use of the product, and considered the pfizer product had a causal effect to the adverse events. The action taken in response to the event for thermacare heatwrap was discontinued on (B)(6) 2019. The patient was not admitted to hospital due to the events. The outcome of the event he's burnt, got blisters from the heat cells of the product/burning sensation and scar was not resolved. The outcome of the other events was unknown. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed). The return sample evaluation was completed; there were no evidence to what caused the consumer to receive burns and blister. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "he's burnt, got blisters". The cause of the burn and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. No lot-specific trend was identified. No expedite trend was identified. Expedite trend assessment and rationale: this is not an expedited complaint. Site sample status was received at the site on 09aug2019. Return sample evaluation: one wrap - wrap is inside sealed pouch. Opened pouch to inspect wrap - no obvious defects. One pouch - lot & expiry date has been cut off pouch - not returned. Pouch is sealed - no obvious defects. Follow-up (07may2019): new information reported from a contactable consumer included: suspect product information (start date (B)(6) 2019, lot number t81952 and additional indication muscle strain added), reaction data (event onset date updated to (B)(6) 2019, deny of hospitalization), action taken (updated to discontinued). Follow-up (12jun2019): new information received from product quality complaint group included: suspect product data (trade name, expiration date), investigation results. Follow-up (14jun2019 and 14jun2019): new information reported from a contactable consumer included: suspect product information, medical history, reaction data (new events read the usage instructions on thermacare before he used the product/ not check his skin under the product while wearing thermacare and scar and event details), stop date of the suspect product. Follow-up (02jul2019): follow-up attempts completed. No further information expected. Follow-up (04sep2019): new information reported from a contactable physician included: additional event rash, acknowledgement of the adverse events, causality assessment. Follow-up (17sep2020): new information received from the product quality complaint group includes updated investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "he's burnt, got blisters". The cause of the burn and blisters, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] he's burnt, got blisters from the heat cells of the product/burning sensation [burns second degree] , read the usage instructions on thermacare before he used the product/ not check his skin under the product while wearing thermacare [intentional device misuse] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer reported for himself. A 73-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number: t81952, expiration date: nov2020, from (B)(6) 2019 for the first time for approximately less than 6 hours for stiff side and muscle strain. Medical history included heart and kidney disorder, heart disease, diabetes. The patient was currently under the care of a physician for heart and kidney. The patient classified his skin tone as medium (neither light nor dark), he did not have sensitive skin and did not have any abnormal skin condition. There were no concomitant medications. The patient had not previously used thermcare and had not previously used other heat product for pain relief. The patient reported on thermacare heatwraps, for deep penetrating heat. The patient remarked he's burnt, got blisters from the heat cells of the product on (B)(6) 2019. He put neosporin on the blisters. The patient did not engage in exercise while using the product; he read the usage instructions on thermacare before he used the product, but he did not check his skin under the product while wearing thermacare, he checked upon removal. The patient experienced burning sensation on (B)(6) 2019. The problems were not resolved, scar and pain remained. There was a picture. It showed the red blisters of the burned place on the patient's body. There were 2 major blisters and several small ones. The patient consulted a healthcare professional for the problems. The patient was given sauve/prescription as treatment. He remarked he didn't know anything about this until he saw it online; clarified that the product had burnt people. He remarked product was a 2 packs, he still had 1 unopened package. He stated that expiration date stated 2020/11 9/12, he guessed (B)(6) 2020. He read lot number t819, looked like 5, then number 2. The color of the box he purchased was red box; (doller sign) scabod. Packaging was sealed and intact. Products were still in box. Device was available for evaluation. He had 1 unopened heatwrap remaining. The action taken in response to the event for thermacare heatwrap was discontinued on (B)(6) 2019. The patient was not admitted to hospital due to the events. The outcome of the event he's burnt, got blisters from the heat cells of the product/burning sensation and scar was not resolved. The outcome of the other event was unknown. According to product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "he's burnt, got blisters". The cause of the burn and blisters, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (07may2019): new information reported from a contactable consumer included: suspect product information (start date (B)(6) 2019, lot number t81952 and additional indication muscle strain added), reaction data (event onset date updated to (B)(6) 2019, deny of hospitalization), action taken (updated to discontinued). Follow-up ((B)(6) 2019): new information received from product quality complaint group included: suspect product data (trade name, expiration date), investigation results. Follow-up ((B)(6) 2019 and (B)(6) 2019): new information reported from a contactable consumer included: suspect product information, medical history, reaction data (new events read the usage instructions on thermacare before he used the product/ not check his skin under the product while wearing thermacare and scar and event details), stop date of the suspect product. Company clinical evaluation comment based on the information provided, the events of "burn blister" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "he's burnt, got blisters". The cause of the burn and blisters, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] caller remarked he's burnt, got blisters from the heat cells of the product. [Burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer reported for himself. A 73-years-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number: t81952, expiration date: nov2020, from (B)(6) 2019 for the first time at unknown frequency for stiff side and muscle strain. Medical history was none. There were no concomitant medications. The patient reported on thermacare heatwraps, for deep penetrating heat. The patient remarked he's burnt, got blisters from the heat cells of the product on 09apr2019. He put neosporin on the blisters. He's going to see doctor tomorrow ((B)(6) 2019) to find out what she wants to do about this, to see how she can handle these burns, he will know tomorrow. There was a picture. It showed the red blisters of the burned place on the patient's body. There were 2 major blisters and several small ones. He remarked he didn't know anything about this until he saw it online; clarified that the product had burnt people. He remarked product was a 2 packs, he still had 1 unopened package. He stated that expiration date stated 2020/11 9/12, he guessed (B)(6) 2020. He read lot number t819, looked like 5, then number 2. Packaging was sealed and intact. Products were still in box. Device was available for evaluation. He had 1 unopened heatwrap remaining. The action taken in response to the event for thermacare heatwrap was discontinued. The patient was not admitted to hospital due to the events. The outcome of the event was not resolved. According to product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "he's burnt, got blisters". The cause of the burn and blisters, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (07may2019): new information reported from a contactable consumer included: suspect product information (start date 09apr2019, lot number t81952 and additional indication muscle strain added), reaction data (event onset date updated to 09apr2019, deny of hospitalization), action taken (updated to discontinued). Follow-up (12jun2019): new information received from product quality complaint group included: suspect product data (trade name, expiration date), investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] caller remarked he's burnt, got blisters from the heat cells of the product. [Burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer reported for himself. A 73-years-old male patient started to receive thermacare heatwrap (thermacare heatwrap) device lot number: t81952, from (B)(6) 2019 for the first time at unknown frequency for stiff side and muscle strain. Medical history was none. There were no concomitant medications. The patient reported on thermacare heatwraps, for deep penetrating heat. The patient remarked he's burnt, got blisters from the heat cells of the product on (B)(6) 2019. He put neosporin on the blisters. He's going to see doctor tomorrow ((B)(6) 2019) to find out what she wants to do about this, to see how she can handle these burns, he will know tomorrow. There was a picture. It showed the red blisters of the burned place on the patient's body. There were 2 major blisters and several small ones. He remarked he didn't know anything about this until he saw it online; clarified that the product had burnt people. He remarked product was a 2 packs, he still had 1 unopened package. He stated that expiration date stated 2020/11 9/12, he guessed 09nov2020. He read lot number t819, looked like 5, then number 2. Packaging was sealed and intact. Products were still in box. Device was available for evaluation. He had 1 unopened heatwrap remaining. The action taken in response to the event for thermacare heatwrap was discontinued. The patient was not admitted to hospital due to the events. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (07may2019): new information reported from a contactable consumer included: suspect product information (start date 09apr2019, lot number t81952 and additional indication muscle strain added), reaction data (event onset date updated to 09apr2019, deny of hospitalization), action taken (updated to discontinued). Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "he's burnt, got blisters". The cause of the burn and blisters, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] he's burnt, got blisters from the heat cells of the product/burning sensation [burns second degree] , read the usage instructions on thermacare before he used the product/ not check his skin under the product while wearing thermacare [intentional device misuse] , scar [scar] , rash [rash] , . Case narrative:this is a spontaneous report from a contactable consumer reported for himself. A 73-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number: t81952, expiration date: nov2020, from 09apr2019 for the first time for approximately less than 6 hours for stiff side and muscle strain. Medical history included heart and kidney disorder, heart disease, ongoing diabetes. The patient was currently under the care of a physician for heart and kidney. The patient classified his skin tone as medium (neither light nor dark), he did not have sensitive skin and did not have any abnormal skin condition. There were no concomitant medications. The patient had not previously used thermcare and had not previously used other heat product for pain relief. The patient reported on thermacare heatwraps, for deep penetrating heat. The patient remarked he's burnt, got blisters from the heat cells of the product on 09apr2019. He put neosporin on the blisters. The patient did not engage in exercise while using the product; he read the usage instructions on thermacare before he used the product, but he did not check his skin under the product while wearing thermacare, he checked upon removal. The patient experienced burning sensation on 09apr2019. The problems were not resolved, scar and pain remained in 2019. There was a picture. It showed the red blisters of the burned place on the patient's body. There were 2 major blisters and several small ones. The patient consulted a healthcare professional for the problems. The patient was given sauve/prescription as treatment. He remarked he didn't know anything about this until he saw it online; clarified that the product had burnt people. He remarked product was a 2 packs, he still had 1 unopened package. He stated that expiration date stated 2020/11 9/12, he guessed 09nov2020. He read lot number t819, looked like 5, then number 2. The color of the box he purchased was red box; (doller sign) scabod. Packaging was sealed and intact. Products were still in box. Device was available for evaluation. He had 1 unopened heatwrap remaining. A physician reported that he/she had saw patient only once for the rash that developed, the physician also stated the patient provided information to him/her regarding the reported adverse events with the use of the product, and considered the pfizer product had a causal effect to the adverse events. The action taken in response to the event for thermacare heatwrap was discontinued on 10apr2019. The patient was not admitted to hospital due to the events. The outcome of the event he's burnt, got blisters from the heat cells of the product/burning sensation and scar was not resolved. The outcome of the other event was unknown. According to product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "he's burnt, got blisters". The cause of the burn and blisters, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (07may2019): new information reported from a contactable consumer included: suspect product information (start date 09apr2019, lot number t81952 and additional indication muscle strain added), reaction data (event onset date updated to 09apr2019, deny of hospitalization), action taken (updated to discontinued). Follow-up (12jun2019): new information received from product quality complaint group included: suspect product data (trade name, expiration date), investigation results. Follow-up (14jun2019 and 14jun2019): new information reported from a contactable consumer included: suspect product information, medical history, reaction data (new events read the usage instructions on thermacare before he used the product/ not check his skin under the product while wearing thermacare and scar and event details), stop date of the suspect product. Follow-up (02jul2019): follow-up attempts completed. No further information expected. Follow-up (04sep2019): new information reported from a contactable physician included: additional event rash, acknowledgement of the adverse events, causality assessment. Company clinical evaluation comment based on the information provided, the events of "burn blister" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar and rash are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" and "intentional device misuse" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event scar and rash are non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Caller remarked he's burnt, got blisters from the heat cells of the product [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reported for himself. A (B)(6) male patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for stiff side. Medical history was none. There were no concomitant medications. The patient reported on thermacare heatwraps, for deep penetrating heat. The patient remarked he's burnt, got blisters from the heat cells of the product on (B)(6) 2019. He put neosporin on the blisters but that's all, no ndc/upc, lot or expiry to provide for this product. He's going to see doctor tomorrow to find out what she wants to do about this, to see how she can handle these burns, he will know tomorrow. He remarked he didn't know anything about this until he saw it online; clarified that the product had burnt people. He remarked product was a 2 packs, he still had 1 unopened package. He stated that expiration date stated 2020/11 9/12, he guessed 09nov2020. He read lot number t819, looked like 5, then number 2. Packaging was sealed and intact. Products were still in box. Device was available for evaluation. He had 1 unopened heatwrap remaining. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.